Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b1, b2, b5, b7, h6 (health effect - clinical code, device code).

Event description:
It was reported via the implant patient registry that this valve model 3300tfx23mm was explanted from the pulmonary position after an implant duration of nine (9) years and two (2) months due to structural valve deterioration and patient prosthesis mismatch leading to stenosis. An inspiris resilia valve model 11500a29 was implanted in replacement. Reportedly, the child had pulmonary atresia, and had this valve implanted as a small child. Per clinical opinion, 'there was no adverse event. The patient had grown considerably from when the valve was implanted.' The patient experienced dyspnea on exertion prior the valve replacement. The patient was noted as to be doing well with no adverse effects after the procedure.

Manufacturer narrative:
Additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Corrected section h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event was due to patient related factors. This event was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx23mm was explanted from the pulmonary position after an implant duration of nine (9) years and two (2) months due to structural valve deterioration and patient prosthesis mismatch. An inspiris resilia valve model 11500a29 was implanted in replacement. Per clinical opinion, 'there was no adverse event. The patient had grown considerably from when the valve was implanted.' Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.